Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the syringe was connected to the inflation funnel and the syringe was pushed, the foley catheter balloon did not inflate due to water leakage.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be machine malfunction. Visual evaluation of the returned 2-way foley catheter. Inflation cap noted to not be seated correctly on the catheter. Attempted to inflate catheter with 10 ml methylene blue solution and solution leaked from underneath the inflation cap. This is out of specification per inspection procedure , which states, the cap must be present, the height and position must be correct. Inclined cap not allowed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the syringe was connected to the inflation funnel and the syringe was pushed, the foley catheter balloon did not inflate due to water leakage.